Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating intermittently which resulted in the pump shutting down. The customer's blood glucose was 212mg/dl. Reportedly, the customer connected the pump to a power source, turned the pump on, and continued to use the pump for insulin therapy.